Event description:
An alarm indicating occlusion was reported, and technical support instructed various troubleshooting steps including disconnecting tubing and delivering boluses. Despite these efforts, the occlusion alarm continued to recur. The issue reportedly had been ongoing for about two months and worsening. There was no adverse impact on the customer's blood glucose level reported. Technical support guided the customer through corrective actions, including changing cartridges and sets. Ultimately, a replacement was planned through creation of an RMA and srr case as clinical troubleshooting was exhausted. The customer was to continue using the current pump until the replacement arrived, with instructions provided for proper storage and return of the pump.